Event description:
It was reported that during a laparoscopic nissen procedure, the device minimum button did not work, however, the other three buttons work halfway through the activation. Case was completed with another device of the same product. No pt consequence.

Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The device was received in good condition. There was no visible damage noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.